Event description:
Surgeon drilled an 8mm hole in the humeral shaft and used an 8x15mm screw. He pushed the tendon into the drilled hole, fixed the tendon with the 1.5 mm pin and then went to remove the tendon fork and place the screw over the 1.5 pin. Screw was stuck on the biceptor driver and it took several attempts to pull hard to remove the screw from the driver. It was indicated the tendon was damaged during this procedure.